Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and missing shell. A visual and microscopic analysis was performed which identified: striated broken and opening on radius, creases fold and wear abrasion. Base on the device analysis the final assessment is: a striated opening and broken on radius assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade iii. The device has been explanted.